Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient alert was triggered. Interrogation showed that the alert triggered due to out of range (oor) lead impedances on the day of the implant, prior to the leads being connected to the device. Current impedances were considered to be excellent. It was deemed to be normal operation, and the interrogation would clear the alert. The device remains in use. No patient complications have been reported as a result of this event.